Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). Section e1 phone number complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium results generated on the alinity c processing module for one sample. The following results were provided: (customer provided expected values: 1.6 - 2.6 mg/dl). (B)(6) 2024, sid (B)(6). Initial result = 9.04 mg/dl, repeat result = 1.97 mg/dl. No impact to patient management was reported.

Event description:
The customer observed falsely elevated magnesium results generated on the alinity c processing module for one sample. The following results were provided: (customer provided expected values: 1.6 - 2.6 mg/dl). (B)(6) 2024 sid (B)(6) initial result = 9.04 mg/dl, repeat result = 1.97 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity c magnesium results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed. A ticket search by lot did not identify an increase in complaint activity for the current issue. Trending review did not identify any trends for the issue under review. Device history record review for lot 62331ud00 did not identify did not identify any non-conformances or deviations related to the likely cause lot number and complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c magnesium assay for lot number 62331ud00 was identified. All available patient information was included. Additional patient details are not available.